Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ("abdominal discomfort") and salpingitis ("burning sensation in the area of the fallopian tubes") in a female patient who had essure inserted (lot no. Dsnyk311/2 2 not valid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight. Concomitant products included lisinopril for hypertension, amlodipine (amlodipine maleate) for hypertension and atorvastatin (atorvastatin calcium) for hyperlipidaemia. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal discomfort (seriousness criteria hospitalisation and intervention required), salpingitis (seriousness criterion medically important), muscle discomfort ("muscle discomfort"), abdominal pain ("problems with the abdomen, lots of abdominal pain in the region of the fallopian tubes"), abdominal distension ("bloating"), abdominal pain lower (" a lot of cramping due to the essure"), gastrointestinal disorder ("bowel problems") and arthralgia ("joint pain"). The patient was treated with paracetamol (paracetamol) as well as surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal discomfort and muscle discomfort had resolved with sequelae and the abdominal distension had not resolved. The outcomes for salpingitis, abdominal pain, abdominal pain lower, gastrointestinal disorder and arthralgia were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, arthralgia, gastrointestinal disorder, muscle discomfort and salpingitis to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then I have had follow-up treatments and the foreign body materials have been removed. Patient only started taking ( atorvastatin, amlodipine & lisinopril) medications after removal of the essure. Essure insertion date : 2007 / 2008. Essure removed (B)(6) 2016, still experiencing bloating since removal. Bowel problems.]. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.405 kg/sqm. Lot: dsnyk311/2 2 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2024: new events abdominal pain, abdominal pain lower, bloating, salpingitis, joint pain & bowel problems were added. Patient height & weight updated. We received an invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ("abdominal discomfort") in a female patient who had essure inserted (lot no. Dsnyk311/2 2) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included lisinopril for hypertension, amlodipine (amlodipine maleate) for hypertension and atorvastatin (atorvastatin calcium) for hyperlipidaemia. Essure was removed on (B)(6) 2016. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal discomfort (seriousness criteria hospitalisation and intervention required) and muscle discomfort ("muscle discomfort"). The patient was treated with paracetamol (paracetamol) as well as surgery (to remove essure). At the time of the report, all of the events had resolved with sequelae. The reporter considered abdominal discomfort and muscle discomfort to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then I have had follow-up treatments and the foreign body materials have been removed. Patient only started taking ( atorvastatin, amlodipine & lisinopril) medications after removal of the essure. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: event medical device removal is replaced with abdominal discomfort. New event muscle discomfort added. Essure lot number added. Essure removal date updated to (B)(6) 2016. Treatment drugs added. Patient date of birth added. Reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign body materials have been removed") in a female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then I have had follow-up treatments and the foreign body materials have been removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ("abdominal discomfort") in a female patient who had essure inserted (lot no. Dsnyk311/2 2 not valid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included lisinopril for hypertension, amlodipine (amlodipine maleate) for hypertension and atorvastatin (atorvastatin calcium) for hyperlipidaemia. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal discomfort (seriousness criteria hospitalisation and intervention required) and muscle discomfort ("muscle discomfort"). Essure was removed on (B)(6) 2016. The patient was treated with paracetamol (paracetamol) as well as surgery (to remove essure). At the time of the report, all of the events had resolved with sequelae. The reporter considered abdominal discomfort and muscle discomfort to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then I have had follow-up treatments and the foreign body materials have been removed. Patient only started taking ( atorvastatin, amlodipine & lisinopril) medications after removal of the essure. Lot: dsnyk311/2 2 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign body materials have been removed") in a female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then I have had follow-up treatments and the foreign body materials have been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.